Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment/slda, and recurrent mitral regurgitation it was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. On (B)(6) 2020, one clip was successfully implanted, reducing mr to 1-2+. There was no clinically significant delay in the procedure. On (B)(6) 2020, the patient returned for a follow-up. Imaging was reviewed and it was suspected that the clip became detached from the posterior leaflet but remained attached to the anterior leaflet (single leaflet device attachment/slda), increasing mr to 3+. It was noted that imaging was poor due to the equipment and it is not certain if an slda occurred. The patient declined further treatment and went home. The slda clip remains implanted, and mr is 3+. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have influenced the reported issue. Additionally, a review of the complaint history did not indicate a lot specific issue. Based on the available information, a cause for the reported single leaflet device attachment/slda could not be determined. The reported worsening mitral regurgitation was a result of the reported slda. The reported patient effect of worsening mitral regurgitation as listed in the mitraclip instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of product quality issue with respect to manufacture, design or labeling.